Event description:
It was reported that the user¿s dexcom g7 glucose readings were visible in the dexcom app but not on the ilet, and repeated attempts to pair the sensor with the ilet resulted in pairing failed alerts; the user was guided through re-pairing steps, including toggling between g6 and g7 modes, and was instructed to start a new g7 sensor and complete pairing to the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between the cgm and the ilet, associated with the antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.